Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain line tubing had separated from the cassette of an amia automated pd set with cassette which resulted in a solution leak. This occurred during the last drain of peritoneal dialysis therapy. The patient was connected for therapy at the time of the event. The patient had observed fluid pouring out of the front door of the amia hardware device and discovered that the drain line had broken off at the cassette. Renal therapy services (rts) assisted the patient with ending therapy and removal of supplies. There was no patient injury or medal intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.